Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to low blood glucose on (B)(6) 2024 for less than 24 hours. Patient got unconscious which led him to hospitalization. Blood glucose levels were reported to be 28 mg/dl during the event. He was given carbohydrates at the hospital. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.